Manufacturer narrative:
Conclusions - a root cause analysis could not be determined as the sample was not returned for the investigation. The device history was reviewed for the reported lot number 7212354 and no irregularities were noted during the lot's manufacture. Date submitted: 15 august 2008.

Event description:
The PICC line was inserted in 2007, and discontinued twenty three days later. The nurse changed the dressing and at the last dressing change four days prior, the pt's arm was feeling itchy and had a red line on her arm. The nurse removed the catheter four days later, because there was a raised, blistering, weeping type rash on her arm. The pt said it looked like a 2nd degree burn on her arm. She went to a dermatologist and was diagnosed with a severe contact dermatitis. The contact dermatitis is responding to a topical cortisone lotion.